Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. It was also reported that an occlusion alarm occurred. Reportedly, customer performed a supply change resolving the occlusion. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue. Lastly, it was reported that the a cartridge alarm 1 occurred during the load sequence. Ultimately, customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 106-126 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Based on the analysis, the alleged cartridge alarm and occlusion alarm issues were verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged load fill tubing issue could not be verified.